Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because file was logged from a literature report and no identification traceable to the manufacturing documentation was provided the product investigation could not identify a root cause for the reported complaint. The complaint was logged from a literature report. The report indicated the patients past ocular history included phacoemulsification with multifocal lens implantation in both eyes 3 years prior to presentation. However, due to iol intolerance, mainly related to his decreased near visual acuity in both eyes, an iol exchange had been performed in both eyes with multifocal lenses of higher near focal correction. (B)(4).

Event description:
Following the initial lens exchange, the patient experienced additional issues and two additional lens exchanges to unidentified lenses.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Following the initial lens exchange, the patient experienced additional issues and two additional lens exchanges to unidentified lenses.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately three years following bilateral intraocular lens (iol) implants, the patient was experiencing decreased near visual acuity. Following the exchange, the patient reports being free of complaints. There are two files for this patient. This file refers to the right eye. This is one of two associated reports filed for this facility. This report is for the right eye of the patient. The alcon reference numbers are: (B)(4).